Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: device manufactured between november 27, 2020 november 28, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a leak at the spike port bonding area of the bag. The reported condition was verified. The cause of the reported condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from unspecified location. This issue was identified during compounding. There was no patient involvement. No additional information is available.